Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer mentioned that the md placed an order for 30mg/30ml of hydromorphone using a patient controlled analgesia (pca) pump module at 0043 for a patient admitted for sickle cell pain crisis. The pca was started at 0201 and the rns became concerned because they noticed a discrepancy with the ordered pca settings and what the pump was reading. The patient was moved to a room close to nursing desk to keep an eye on. It was noted that the rns caught the patient tampering with the pump. While straightening up the bed covers, a rn found a small key chain at the foot of bed. The assisting rn alerted the primary rn who took the keys and tested the keys on the pca and found that the door opened. The patient immediately became aggressive and requested keys back. The rns notified the md, nursing coordinator and pharmacy. The pca was discontinued and an order entered for intermittent hydromorphone 1mg IV every 3 hours as needed for pain. There was no harm to the patient as the drug diversion was identified early on. A referral for screening/assessment from addiction medication was entered by the team.